Event description:
Reportable based on device analysis completed on 11jul2025. It was reported that balloon failed to inflate and leak occurred. The target lesion was located in the arteriovenous fistula (avf). A 5.0 x 40, 75cm mustang was selected for procedure. During the procedure, it was noted that contrast media was leaking from the catheter tip and the balloon was defective as it could not expand. The procedure was completed with another of same device. There were no patient complications as a result of this event. However, returned device analysis revealed a balloon tear.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597. Device evaluated by MFR: the mustang device was returned for further analysis. Upon visual inspection, it was noted that the balloon was not folded, suggesting that it had been subjected to positive pressure. A longitudinal tear in the balloon material was identified, measuring 21mm in length. This tear extended from approximately 1mm proximal to the distal marker band to 22mm proximal of the same marker band. A detailed visual examination revealed no damage to the tip of the device. Additionally, a combined visual and tactile assessment of the shaft showed no signs of kinking or other damage.